Event description:
Externalized conductors were noted under fluoroscopy. No electrical anomalies were exhibited. The lead remains implanted.

Event description:
New information received notes patient expired. Review of stored egms showed a vf event which was detected appropriately. A shock was delivered and the measured hv lead impedance was low. Subsequent charges were aborted due to possible output circuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Two segments of the lead were returned for analysis; a 4.8cm portion including the is-1 connector and a 4.3cm portion including the df-1 connector. Analysis of the returned lead segments was normal. No anomalies were found. Without return of the entire lead, a complete analysis could not be performed.